Event description:
New information received notes that programming changes were made to mitigate far r-wave over-sensing.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited far r-wave over-sensing. No further information was provided.